Event description:
It was reported the pt's programmer and charger stopped communicating with the ipg. Additionally, the pt stopped receiving stimulation 2 days ago and last charged a week ago. An sjm rep met with the pt and confirmed the programmer and charger are unable to communicate with the ipg. As a result, the ipg is inoperable. The pt does not want to address the issue with surgical intervention at this time due to not having much pain right now.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.